Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. No product or data was provided for evaluation. Confirmation of the failed transmitter error allegation could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. Voltage testing was performed and resulted in 0 voltage. The share log was reviewed and there was no data available. The patient's reported event of a transmitter failed error was undetermined because there were no data log to review. A root cause could not be determined.